Manufacturer narrative:
One controller (con181391) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis revealed that the device passed visual examination but failed functional testing because the internal nickel metal hydride (nimh) battery (bt1) that supplies power for the "no power" alarm was found depleted, with signs of leakage and unable to be recharged. The most likely root cause of the reported event can be attributed to a leaky nimh battery. Note: controller was received with a partial software versions upgrades to u0.07 for uic and u0.03 for pmc. The manufacturer has opened an investigation to evaluate the leaky nimh battery. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that no "no power alarms" sounds during the smr upgrade. Controller was exchanged and no consequences or effect on the patient. Patient was discharged. No additional information provided.